Event description:
It was reported that during a gastric bypass procedure, after the first line of 60mm was completed, surgeon pressed the anvil release button to separate the instrument jaws, but these were locked. So surgeon had to remove this device with the closed jaws. However, the staple line was completed. Surgeon used a new device to carry out this operation. There were no adverse consequences for the pt. Additional info has been requested.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.